Event description:
Healthcare provider reported a left side deflation. Healthcare provider additionally reported that during explant surgery "some yellow fluid was then cultured that was in the wound cavity. "The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Event description:
Healthcare professional reported, left side deflation. Healthcare provider, additionally reported, that during explant surgery, "some yellow fluid was then cultured that was in the wound cavity". The device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening assessed, as an unidentified (tear) opening (shell thickness within spec). Seroma-late: unable to observe, since it is not related to the device. Additional observations: no other observations observed, on the device. No further actions are required, as the device was implanted.